Event description:
Hcp reported pt's pump was filled and started in 2004 for the first time after a pump replacement. The pt was on oral medication up until the refill and no priming bolus had been performed. The nurse was unsure if the catheter was successfully aspirated. The pt then presented to the emergency room with a changed mental state, fever, and was described as unresponsive. The nurse suspects the oral medication and possibly an infection are the cause of the pt's condition. The pump was then stopped. A follow up report will be sent when additional information is obtained.